Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced during evaluation. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly, gears and bearings were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.